Manufacturer narrative:
Concomitant medical products: b890941 transcathter valve, implanted: (B)(6) 2018. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a steady increase in thresholds until the values were high for nine consecutive days. Loss of capture of the rv lead was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a red alert was triggered for high thresholds.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.